Event description:
It was reported that pump experienced malfunction alarm with high blood glucose reading, although exact value was unknown. Customer did not report any additional events prior to malfunction. Customer managed high blood glucose by giving correction injection using multiple daily injections and did not require help from another healthcare provider. Customer switched to multiple daily injections as backup insulin therapy. Technical support confirmed shipping details, provided instructions for placing pump into storage mode, and arranged return of problematic pump within specified time frame. Pump was under warranty, and technical support sent replacement pump and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.